Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on 10 december 2009. On (B)(6) 2009, the (B)(6) patient experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unknown. Follow up information was received on 04 june 2010 via medical records. On (B)(6) 2002, the patient reported numbness and tingling in her left hand and was treated with elavil for neuropathy. She stopped taking it since it made her "feel funny." Intermittent lower back pain was treated with vicodin. On (B)(6) 2002, the patient's back pain had completely resolved. On (B)(6) 2003, it was noted that the patient was hospitalized on (B)(6) 2003 due to falls and failure to thrive. The patient complained of hand and leg weakness, back pain, knees giving out when walking, and legs feeling heavy. The patient had multiple bruises from the falls. Diagnosis included neurophathy. On (B)(6) 2003, the patient had severe muscle weakness and was diagnosed with questionable vincristine neuropathy and steroid myopathy. In (B)(6) 2003, the patient continued to have a right foot drop and was using a leg support and walker. On (B)(6) 2006, the foot drop was improving. The patient could walk without the leg support, but continued to complain of numbness and cramping in her legs. The patient now alternated neurontin with elavil. In (B)(6) 2008, it was noted, the patient had paralysis of right peroneal nerve with right foot drop.